Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of excess flow or over-infusion and improper flow or infusion could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch experienced a delivery issue. As per the report, there was excess flow or over-infusion and improper flow or infusion. There was no harm reported.